Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to close and would not close. The surgeon used another cartridge to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
As only the staple cartridge was returned for evaluation and not the subject device, the cause for the difficulty rpt'd could not be reliably determined.